Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had a hematoma above the access site. Pressure was held and hematoma was monitored. The pump was explanted (not related to the hematoma) and staff held pressure on the access site. The hematoma was expressed after the explant. The physician noted that hematoma was possibly caused from previous cath.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding is determined to be use issue because the peel away sheath was left inside till the end of the case. B.5 information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-23996 and was added. B.7 information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-23996 and was added. H.6 health effect - clinical code 1884 was inadvertently not included on the initial manufacturer device report number 1220648-2024-23996 and was added.

Event description:
A hematoma above the right femoral access site was noted.